Event description:
The customer reported to olympus, during preparation for use for a therapeutic procedure, the evis exera ii gastrointestinal videoscope presented a blurry image. The image was unrecognizable and could not be seen at all. The intended procedure was completed with a similar scope with no surgical delay. No patient injury reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. After aeration and troubleshooting, the image was working as intended. The air/water cylinder had leakage. The air/water nozzle was clogged. The bending section cover glue was cracked. The objective lens glue was peeling. The light guide lens had peeling glue and one (1) lens had fluid. The insertion tube had excessive buckling. The electrical connector had corrosion and rust. The charge-coupled device had corrosion. The distal end plastic cover had scratches and dents. The insertion tube insulation did not meet standard value. The angulation was low. The label was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to correct the device evaluation. The device was returned to an olympus service center for evaluation and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. After aeration and troubleshooting, the image was working as intended. The air/water cylinder had leakage. The air/water nozzle was clogged. The bending section cover glue was cracked. The objective lens glue was peeling. The light guide lens had peeling glue and one (1) lens had fluid. The insertion tube had excessive buckling. The electrical connector had corrosion and rust. The charge-coupled device had corrosion. The distal end plastic cover had scratches and dents. The insertion tube insulation did not meet standard value. The angulation was low. The label was peeling.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not confirmed during the evaluation, it is likely that water/moisture invaded the device or there was a temporary adhesion of dirt/foreign material on the surface of the objective (ob) lens. The event can be detected and prevented by following the instructions for use (IFU) which state: "3.6 inspection of the endoscopic system: inspection of the endoscopic image 1. Turn the video system center, light source, video monitor on and inspect the endoscopic image as described in their respective instruction manuals. 2. Confirm that light is output from the endoscope¿s distal end. 3. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities. 4. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities." "5.2 withdrawal of the endoscope with an abnormality if an abnormality occurs while the endoscope is in use, take a proper measure as described in either ¿when the endoscopic image appears on the monitor¿ or ¿when the endoscopic image does not appear on the monitor or a frozen image cannot be restored¿." Olympus will continue to monitor field performance for this device.